Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the user facility recalibrated the occluder and the issue was resolved. Per clinical review: the user reported an issue with their heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, when initiating cpb the venous occluder went to full occlusion without input from the user. The surgery was completed successfully. There were no delays to the procedure and no blood loss noted.

Manufacturer narrative:
Per the user facility, the issue has not reoccurred and the occluder is currently working properly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the venous occluder module went to full occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.